Event description:
During a gastrointestinal bleed procedure the injection gold probe hemostasis catheter tip fell off. Follow-up determined that the tip and needle guide tube assembly detached in the pt and were retrieved without any complications.